Event description:
It was reported that during a lap-assisted vaginal hysterectomy, the stapler did not properly form staples. During the procedure, significant bleeding was encountered at the staple line, requiring the surgeon to convert the procedure to open and provide a transfusion.